Event description:
It was reported that a cassette attachment error occurred. Patient involvement unknown.

Manufacturer narrative:
B3: event date unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: one device was received for evaluation. Service history review found no previous related repairs. Visual and function checks were performed but the reported issue was not confirmed. The downstream occlusion (dso) sensor was found to be damaged and was therefore replaced. The probable cause of the reported issue was connection problems with the cassette. The device then passed all tests after the repairs